Event description:
In 2004 stent angioplasty performed wall stent. Uncovered entire length of the travel on the wallstent, when reached the stop on the travel, the stent was in-completely deployed at the proximal end of the stent which was well positioned. Could not recapture the stent, could not un-attach from stainless steel hypotube. Appeared to be a proximal collar fixing the stent. Pulled stopcock back to potentially allow more travel. Eventually placed 6 french catheter deeply into rca to cover stent & potentially remove collar. In process, did detach from proximal end of stent. 3.0mm maverick balloon then crossed through ties and inflated to 12 atms. It did expand but could be more expanded. Physician determined in prudent to continue.